Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to the emergency room with drowsiness, fatigue, and shortness of breath. Upon interrogation, the pulse generator exhibited backup vvi operation. The patient had a syncopal episode in the hospital. The device was explanted and replaced. The patient was stable post procedure.